Event description:
A falsely elevated troponin I result of 6.1 ng/ml was obtained on a patient sample. The testing was reported on the same analyzer and a troponin I result of 0.02 ng/ml was obtained. It is unknown if the specimen was the same sample or a redraw. It is unknown if the results were reported to the physician. No information was provided regarding patient treatment. Unable to determine adverse health effects due to falsely elevated troponin I results. No info was provided by the customer to assess the falsely evlevated troponin I result. No conclusions can be drawn.